Event description:
The reporter states, that the customer was slumped over and non-communicative/non-responsive. His blood glucose result was 149 mg/dl on the accu-chek aviva meter. The reporter treated him with food and he became responsive within 15 mins. New system sent and return requested.